Event description:
A manager of education and technology reported an unexpected outcome following intraocular lens (iol) implant surgery. Additional information was received from the manager of education and technology, who reported the residual astigmatism continues and the surgeon is planning on repositioning or exchanging the lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).